Event description:
The pt reported that at the time of her pump replacement, she ended up in critical care for 4 days and they were not sure if it was related to the pump or the surgical procedure. She said, she was told she "bottomed out". No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the device registration system indicated morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.